Event description:
The patient reported being unable to use several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled. The healthcare proffessional has been informed that the explanted device should be retured to cochlear corporation.